Event description:
It was reported prior to collecting blood in one bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, foreign material (flocculent material) was observed. The tube was replaced. There was no health impact or consequences reported.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d2b. Jka. D3. Common device name: tubes, vials, systems, serum separators, blood collection there were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k213670; k231373. Investigation summary: bd had not received any samples or photos for investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: foreign matter - non-biological. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.